Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the lens tore upon insertion. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that part of the optic and a haptic was torn off. The other haptic was bent. There was a reddish and a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.